Event description:
It was reported that an ilet device did not charge when placed on the beta bionics charging pad and adapter, with no response from the charging pad and no indicator light, consistent with a charging problem involving the battery charger. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem associated with the charging system, consistent with a charging problem traced to the battery charger component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.